Event description:
It was reported that post paced t wave oversensing was observed via review of merlin transmissions. The device was reprogrammed. The patient condition was stable before, during, and after the event.